Event description:
It was reported to boston scientific corp that in 2009, a resolution clip device was used during a colon tumor marking procedure performed the following month. According to the complainant, during the procedure, the clip would not open. The clip deployed as the physician attempted to get the clip to open. The physician attempted to get the clip to open. The physician did not have any concerns with the deployed clip naturally passing through the body, therefore he did not try to retrieve it. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Unable to open. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.